Event description:
It was reported during a laparoscopic cholecystectomy while extracting an l-hook electrocautery probe from the abdomen the tip of the hook caught on the bottom of the inner gasket. The tip of the probe broke off and fell into the pt's abdomen and was not retrieved. A new l-hook was opened to complete the case. There was no obvious pt complication. The trocar was part of kit fdc16. 11/14/97 the rep reports the l-hook was another co's device. The surgeon did not visualize the piece via the camera and no postop films were ordered. The trocar was not kept. There was no pt consequence.